Manufacturer narrative:
Initial 2 of 4: based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced bent cannula due to placing tubing in the notch prior to loading the spring on (B)(6) 2026. Due to this patient experienced high blood glucose where blood glucose level was exceeding 500mg/dl and treated with corrective bolus via pump. The site of insertion was abdomen. Duration of the infusion set used was one day. Patient resolved the issue by replacing the infusion set and resumed the insulin deliveries successfully.